Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both heavily calcified and tortuous, and 99% stenosed. The lesion was predilated. The xience prime stent delivery system was advanced but failed to cross the lesion and while pushing to advance the system, the proximal shaft separated in two pieces in a location outside the patient. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size xience prime also failed to cross due to the anatomy. Another device crossed the lesion. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, heavily tortuous and 99% stenosed artery causing the reported failure to advance. Continued handling and/or manipulation of the device likely caused the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.